Event description:
It was reported that an unknown baxter solution administration set "disconnected and possibly leaked during use." Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.